Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the broach broke off in the femoral canal of the pt. It was not discovered until the post-op x-ray was taken.